Event description:
Adverse event(s): "refractive surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with refractive surprise following intraocular lens (iol) implant surgery. The cause is unk. In a follow-up, the surgical assistant reported the surgeon felt that the patient is "doing much better now." No further information is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 06/04/2010 and 06/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. No further information is expected. (B)(4).